Event description:
The company was notified that the patient reportedly had been hospitalized for treatment of bacterial meningitis in 2007. It was reported that the patient is in serious condition. A decision was made to explant the device by the patient's medical team. The patient's device was explanted. The patient remains in the hospital.

Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical information necessary to determine the pathology of the reported infection.